Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed major bleeding in the lower gastrointestinal tract. The patient was on anticoagulants aspirin and heparin sodium at the time of the event. The cause of bleeding was a pre-existing lesion or disease at the site of bleeding that facilitated bleeding episodes. The site of bleeding was common bile duct stones. Although the reason was not stated, the physician did not think there was a relation between the event and the device. Anticoagulant therapy was performed with aspirin and heparin sodium. Outcome of the bleeding was transfusion with 8 to 16 units of red blood cell concentrate per 24 hours were transfused.